Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus without user input. There was no adverse impact to customer's blood glucose level. Tandem technical support reviewed the pump data and found that the customer had requested a bolus to be delivered; however, customer maintained that pump delivered unintended bolus. Reportedly, the customer continued to use the pump for insulin therapy.